Event description:
Procedure was to treat a lesion in the left subclavian (off-label use), using a 6 f sheath (contrary to IFU). After pre-dilation, the omnilink was advanced, but could not cross the lesion. As it was pulled back into the sheath, the stent dislodged from the balloon; however, remained on the guide wire. A balloon was used in an attempt to compress the balloon against the vessel, but was unsuccessful and the stent slipped out of the subclavin into the aorta. A snare was used to pull the stent back, but the stent got stuck at the groin. The patient had a planned surgery for a coronary procedure, so the surgeon was called in and surgically removed the stent from the groin are at this time. Another stent was used to stent the subclavian.